Manufacturer narrative:
Additional information was added to h4 and h6 h4: device manufacture date ¿ the lot was manufactured between april 3-4, 2025 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and there were no defects identified that would generate the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a hole in the tubing. This occurred while priming the new tubing for a line change during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.